Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient quickly developed a red, itchy, raised rash that turned into an infection under the sensor patch and the patient sought medical attention. The sensor was inserted at the abdomen on (B)(6) 2015. The rash appeared quickly after insertion and patient's husband took patient to an urgent care. The rash turned into an infection and the patient was put on bactrim. The infection did not subside, but rather spread, and the patient was admitted to the hospital on (B)(6) 2015. Patient was put on clindamycin to treat infection, as well as having the site cut open, drained, and packed to facilitate the healing process from within. At the time of the reported event the patient was still in the hospital. No additional event or patient information is available.